Event description:
On (B)(6) 2012 three ptx stents (two ziv6-35-125-6.0-120-ptx and one ziv6-35-125-7.0-40-ptx) were placed in right sfa. On (B)(6) 2014 restenosis (50-99 percent) int he lesion where the complaint stents were implanted was confirmed. Worsen, claudication and worsen. Rutherford were observed on the patient. On (b)(8) 2014 pta was performed against the restenosis and the condition of the patient recovered. No further adverse effects to the patient have been reported as occurring. This report relates to one ziv6-35-125-7.0-40-ptx device. Reference also related MDR reports 3001845648-2014-00238 and 30018456648-2014-00239.

Manufacturer narrative:
(B)(4). Incident meets the reporting criteria of an FDA MDR report based on the surgical intervention carried out as a result of the occurrence of restenosis while a zilver ptx stent was indwelling in the lesion. The zilver ptx device involve din this complaint was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. It may be noted that re-stenosis is a common adverse event and endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory responses that leads (or amplifies) to the restenosis process. Worsened claudication and restenosis of the stented artery are known as potential adverse events associated with the placement of the device. Comments received from the physician were as follows: "the lesion got restenosed approximately a year and a half alter the stent placement. I performed poba against that. This is typical restenosis often seen on the patient placed stent." Images have not been provided for to date. The complaint is confirmed based on customer testimony. A review of the manufacturing records revealed no discrepancies related to this complaint issue. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.